Manufacturer narrative:
The rse conducted a remote evaluation of the device. The device operated correctly with the paddles. The rse also reviewed the logs remotely but found no errors. Subsequently, the customer reported to the rse that the device functioned properly when tested with the palettes. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the dfm100 device indicating that the therapy delivery test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.